Event description:
Attempted to activate item, it burst, contents splashed in the employee's eyes and mouth, as well as covered the employee's scrubs. Spoke with the customer who further stated the employee experienced burning in eyes. The employee went to the ER, had eyes flushed with dacriose solution, which provided great relief. The employee is doing fine at this time and has experienced no further problems.